Manufacturer narrative:
Cracked reservoir tube lip and scratched display window were noted during visual inspection. The pump passed prime, displacement and basic occlusion tests. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The pump was unable to confirm motor position encoder error alarm in alarm history due to overwritten history files. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had motor position encoder error alarm. It was reported that the pump would be replaced and returned for analysis. No further information provided.